Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6), that during service and repair pretesting of the small battery drive device, it was observed that the trigger was not moving smoothly and was jammed, and the motor and tool coupling were worn out. It was further determined that the device failed pretest for check the triggers and electronic control unit function, and check the attachment coupling. It was also observed that the device had cosmetic damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.